Event description:
Patient's broviac was repaired three times in approximately 30 hours. Each time broviac would leak at the repair site. Each repair was completed by trained and experienced nurses. Patient was unable to get ivig and prbc infusions because the inability to fix line. Mom questioning possible problem with glue lot. She has never had issues with the glue curing before and each repair was left to cure for 60 to 95 min. Packaging from one repair kit was given to unit director. Line is being discontinued and new line placed.what was the original intended procedure?broviac repair.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.